Event description:
It was reported that the dinamap pro care 400 device was mounted on an older style pole for the dinamap. Through continued use, the mounting screw holding the dinamap monitor in place had loosened, and when the nurse tried to use the monitor the dinamap fell off the pole. There was no death or serious injury associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unknown.